Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic and received antibiotics for reddened, swollen and painful pacemaker site two weeks ago. However, the issue had not improved and the patient came back for a pocket revision. During the procedure, the pocket was found to be filled with blood. The posterior aspect of the capsule was thick but there were no signs of infection. There was also an indurated area under the device pocket which was likely an old pectoral hematoma. Multiple attempts were made to aspirate but were successful. This would likely resolve over time. The inferior aspect of the pocket was enlarged and the wound was irrigated with bacitracin solution. The device and leads remain implanted. The patient was stable before, during and after the procedure.